Event description:
The customer reported that she had high blood glucose results. She thought it was an occlusion, but she was unable to retrieve an alarm in her records. She also did not recall hearing an alarm. She provided the following blood glucose history for (B)(6) 2013: time: 12:00am, blood glucose: 8.1 mmol/l (146 mg/dl); time: 3:01am, blood glucose: 17.3 mmol/l (311 mg/dl), bolus" 5.65u. At 4:03am, with a blood glucose result of 15.4 mmol/l (277 mg/dl), she deactivated the pod. She stated that the cannula was kinked.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed, and the product lot met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." It advises, "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provided. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod."